Manufacturer narrative:
Passed displacement test and rewind test. Motor error alarmed during basic occlusion test and compromised force sensor system alarmed during prime/delivery test due to faulty back pressure sensor (gold). Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.